Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to hcp meter. On (B)(6) 2019 before bed, customer obtained a reading of 13 mmol/l (234 mg/dl) on the sensor and self-treated with humalog (insulin lispro) based on the sensor reading. Customer experienced symptoms of "sweating, foam out of the mouth and was incoherent" around midnight and was offered cordial (liqueur) by her family member but was not able to drink as she started vomiting. Customer was brought to the emergency department where a reading of 1.7 mmol/l (30 mg/dl) was obtained on the hcp meter compared to 'hi' (readings greater than 500 mg/dl) on the sensor. Customer was treated with dextrose IV. Customer indicated having short time amnesia during the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to hcp meter. On (B)(6) 2019 before bed, customer obtained a reading of 13 mmol/l (234 mg/dl) on the sensor and self-treated with humalog (insulin lispro) based on the sensor reading. Customer experienced symptoms of "sweating, foam out of the mouth and was incoherent" around midnight and was offered cordial (liqueur) by her family member but was not able to drink as she started vomiting. Customer was brought to the emergency department where a reading of 1.7 mmol/l (30 mg/dl) was obtained on the hcp meter compared to 'hi' (readings greater than 500 mg/dl) on the sensor. Customer was treated with dextrose IV. Customer indicated having short time amnesia during the medical event. There was no report of death or permanent impairment associated with this event.